Event description:
During routine testing, it was reported that the device would not deliver charged defibrillation energy. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the high voltage transfer relay assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed assembly at the failure analysis center and confirmed the cause of the reported/observed problem to be a failure of the relay. The relay contacts stayed open while the coil was energized.